Event description:
It was reported that pericardial effusion and hypotension occurred. The patient had a successful 24mm watchman flx implant. Prior to leaving the cath lab there was trace pericardial effusion noted. The patient went to recovery and when their follow-up echocardiogram was performed two hours post index procedure, the patient was noted to have increased circumferential pericardial effusion and hypotension. The patient returned to the cath lab to have a pericardiocentesis. Roughly 250 ccs of fluid was removed. The patient was kept overnight for observation and discharged one day post index procedure.